Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device had a problem with clip formation. The site used a new device to complete the procedure. There was no pt consequence.